Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history(DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the facility could not pull out the subject device from an unspecified trokar and had to replace the subject device with another scope during laparoscopic surgery. When the facility tried to pull out the subject device from the trokar forcibly, the bending section rubber of the subject device torn inside the trokar, and the cable inside the subject device was exposed. They reported that any fragments of the bending section rubber did not fall off within the patient. The facility completed the procedure with another device. There was no report of patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the confirmation result of the device. The subject device was returned to olympus medical systems corp. (Omsc) for confirmation. As a result of this device confirmation by omsc, it was confirmed that the device was broken at the bending section and the distal end of the device was stuck inside the trocar. The exact cause of the reported event could not be conclusively determined.